Event description:
Complainant alleged that during a code the device stopped working. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did no indicate that there was any adverse effect to the pt due to the reported malfunction.